Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness; symptoms: couldn't walk, vision blurred, couldn't breathe, projectile vomiting, body rashes, hair loss, weight gain, bedridden, couldn't go to work, large cell reaction, chronic inflammation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 575 cc mentor memorygel breast implants on both sides and was presented with symptoms including couldn't walk, vision blurred, couldn't breathe, projectile vomiting, body rashes, hair loss, weight gain, bedridden, couldn't go to work, large cell reaction, and chronic inflammation. As a result, the device was explanted on (B)(6) 2018. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 1/21/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).